Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a vitrectomy surgery while doing service an ophthalmic console has exhibited failure in multiport lighting module. The lighting module was replaced and the problem was resolved.